Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regard to a microclave ext set that experienced leakage during infusion. The report stated that "yellow fluid was observed by the care team to be leaking onto the bed during the administration of tpn. The device's filter appeared to be wet with fluid leaking from the filter directly. The care team placed a paper towel under the medical device and observed continued leaking. The extension set was replaced and removed from use." The product is not available for evaluation. There was patient involved. There was no human harm at the time of the event and the date of the event was on 1-oct-2024 at 0345 hrs.